Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. No blood was observed on or in the device. The slide lock was engaged, the plunger was not depressed. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube diameter was measured as [.198] in. The outer diameter was measured at [.220] in. The length of the delivery tube was measured at [2.50] in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the or nurse explains that when the handles of the device were squeezed and the sleeve was advanced forward, the sleeve would not line up; it kept going to the side. The st and surgeon made multiple attempts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 10:25 am (gmt-5:00) added by stephanie yang (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the or nurse explains that when the handles of the device were squeezed and the sleeve was advanced forward, the sleeve would not line up; it kept going to the side. The st and surgeon made multiple attempts. A replacement device was used to complete the procedure. The hospital did not report any patient effects.